Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) was in initial drain, drain volume (dv) equaled -8ml and he wanted to know how to bypass with no alarm. The hp stated that he was not connected to the patient line. The hp said that disconnects all the time. The baxter technical service representative (tsr) explained to the hp to not disconnect until a dwell cycle. The tsr informed the hp to start over using new supplies. The hp said no. The tsr explained how to bypass when the alarm says low drain. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted registered nurse (rn) on (B)(4) 2012 regarding the home patient (hp) disconnecting at incorrect times during therapy. The rn stated that she is aware of the hp disconnecting when he is not supposed to and then later reconnecting. The rn stated that they have spoken with the hp in the past regarding this issue. The rn stated that she will speak with the hp again when they see him at the clinic. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps which was confirmed but the root cause was undetermined. The labeling provided in the patient guide was found to be sufficient and accessible to the complaint.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.